Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal and external inspection was completed and no problems were revealed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A homechoice return instrument test/evaluation (rite) functional testing had no issues or errors and all tests passed. Rite electrical testing failed the ground bond test. The device did not meet product specification related to the rite failure. The assignable cause was determined to be a loose door post. The door post was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice pro device, a baxter technician determined the homechoice pro machine failed the returned instrument test evaluation (rite) ground bond test indicating a high resistance value between the homechoice pro and the ground bond on the power supply. The ground bond resistance exceeded the rite specified limits at 0.149. Device failed during evaluation, no patient involved.